Event description:
It has been reported that during a left atrial appendage closure (laac) procedure, a versacross connect system was placed in the groin. The physician mentioned that there was some tightness from prior surgery. After the versacross connect system was in the superior vena cava (svc), a 0.035 straight wire was attempted to be removed from the body and it could not. The guidewire was stuck at distal tip of versacross system. The dilator tip was bent and kinked and would not allow wire to be pulled back. The guidewire and dilator were then removed from the patient together, and new versacross connect kit, different device (different model) was used. No patient complications occurred, and the procedure was completed successfully. The product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.